Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found approximately 1/2 inch of monofilament exposed at the guide with the needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and/or deployment techniques. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, when the plunger was removed the suture was not retrieved and a cuff miss occurred. Another proglide was used to achieve hemostasis. As the name of the physician could not be recalled by the account, his training in the use of the device could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.